Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 00771300900, lot: 61574041, modular femoral stem press-fit size 9. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03086.

Event description:
It was reported that the patient underwent a right hip arthroplasty and subsequently was revised 9 years later. During the revision, the surgeon was unable to remove neck from taper, elected to retain stem as it was cold-welded, all other components revised. Intraoperative complication occurred of trochanter fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; g3; h2; h3; h4; h6   no product was returned or pictures provided; visual and dimensional evaluations could not be performed. DHR was not reviewed for the neck as no device problem was found relating to the neck and stem not disengaging.  Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: a revision was performed on (B)(6) 2019 due to instability, pain, and elevated metal ions. During the revision, it was found the stem was cold welded and the neck could not be removed. It was found the greater trochanter had fractured. The stem was well-fixed and retained, and the fracture was secured with cables. There is no problem found relating to the neck and stem not disengaging as they are designed to achieve stable, long term fixation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.